Event description:
It was reported that the user dropped the ilet pump while preparing to shower, after which the display became unresponsive and showed no content despite attempts to wake the device and place it on the charger, and the user was instructed to transition to backup therapy; the device could not be shut down due to the nonfunctional screen and a replacement device was arranged. Symptoms included no reported adverse clinical effects, and the user¿s blood glucose was reported at 160 mg/dl. Outcomes included continued therapy via backup methods without reported injury or medical intervention. Investigation included collection of replacement screening information and return logistics for evaluation. Investigation of this device revealed a malfunction consistent with a nonresponsive display or user interface following a drop, with the affected component likely the display or related electronics. It was concluded, based on previously established findings for similar reports, that physical damage from impact was the probable cause.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.